Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), fallopian tube perforation ("perforation: fallopian tube(s)"), uterine perforation ("uterine perforation"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 37-year-old female patient who had essure (batch no. R02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included vaginal delivery. Concomitant products included atorvastatin, fluoxetine hydrochloride (fluoxetin), indometacin and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device /migration of essure device location of device: left cornual segments of the uterus"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), diplopia ("double vision"), fatigue ("fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, ovarian cyst ruptured, complication of device insertion, menorrhagia, depression, migraine, headache, dizziness, dysmenorrhoea, device expulsion, vaginal discharge, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, nausea, dyspareunia, vision blurred and diplopia had resolved. The reporter considered complication of device insertion, depression, device breakage, device dislocation, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2011: essure device had migrated. On (B)(6) 2010 patient had surgical pathology report resulted in uterus, cervix, hysterectomy: uterine serosa with serosal adhesions and small subserosal letomyoma (0.2 cm in largest diameter). Secretory endometrium. Endocervix with mild chronic cervicitis. Ectocervix unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received, reporter added,lot number added, patient historical and concomitant condition added, events added as follows:- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding (general), depression, migraines, headaches, migration of essure device location of device: left cornual segments of the uterus, ruptured ovarian cyst, nausea, dizziness, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, vaginal discharge, perforation (fallopian tube(s)), blurred, double vision, fatigue, weight loss, uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated"), fallopian tube perforation ("perforation: fallopian tube(s)"), uterine perforation ("uterine perforation"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 37-year-old female patient who had essure (batch no. R02553-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included multigravida. Concomitant products included atorvastatin, fluoxetine hydrochloride (fluoxetin), indometacin and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device /migration of essure device location of device: left cornual segments of the uterus"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), diplopia ("double vision"), fatigue ("fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (on 02-nov-2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, ovarian cyst ruptured, complication of device insertion, menorrhagia, depression, migraine, headache, dizziness, dysmenorrhoea, device expulsion, vaginal discharge, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, nausea, dyspareunia, vision blurred and diplopia had resolved. The reporter considered complication of device insertion, depression, device breakage, device dislocation, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on 2-nov-2011: essure device had migrated on 24-nov-2010 patient had surgical pathology report resulted in uterus, cervix, hysterectomy: uterine serosa with serosal adhesions and small subserosal letomyoma (0.2 cm in largest diameter). Secretory endometrium. Endocervix with mild chronic cervicitis. Ectocervix unremarkable concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain . Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated'), fallopian tube perforation ('perforation: fallopian tube(s)'), uterine perforation ('uterine perforation'), device breakage ('device breakage'), large intestine perforation ('punctured my colon') and ovarian cyst ruptured ('ruptured ovarian cyst') in a 37-year-old female patient who had essure (batch no. R02553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included multigravida. Concomitant products included atorvastatin, fluoxetine hydrochloride (fluoxetin), indometacin and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device /migration of essure device location of device: left cornual segments of the uterus"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), diplopia ("double vision") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and on (B)(6) 2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, large intestine perforation, genital haemorrhage, ovarian cyst ruptured, complication of device insertion, menorrhagia, depression, migraine, headache, dizziness, dysmenorrhoea, device expulsion, vaginal discharge, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, nausea, dyspareunia, vision blurred and diplopia had resolved. The reporter considered complication of device insertion, depression, device breakage, device dislocation, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, nausea, ovarian cyst ruptured, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2011: results: essure device had migrated. Diagnostic results: on (B)(6) 2010 patient had surgical pathology report resulted in uterus, cervix, hysterectomy: uterine serosa with serosal adhesions and small subserosal letomyoma (0.2 cm in largest diameter). Secretory endometrium. Endocervix with mild chronic cervicitis. Ectocervix unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 6-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated'), fallopian tube perforation ('perforation: fallopian tube(s)'), uterine perforation ('uterine perforation'), device breakage ('device breakage'), large intestine perforation ('punctured my colon') and ovarian cyst ruptured ('ruptured ovarian cyst') in a 37-year-old female patient who had essure (batch no. R02553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included multigravida. Concomitant products included atorvastatin, fluoxetine hydrochloride (fluoxetin), indometacin and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device /migration of essure device location of device: left cornual segments of the uterus"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), diplopia ("double vision") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and on (B)(6) 2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, large intestine perforation, genital haemorrhage, ovarian cyst ruptured, complication of device insertion, menorrhagia, depression, migraine, headache, dizziness, dysmenorrhoea, device expulsion, vaginal discharge, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, nausea, dyspareunia, vision blurred and diplopia had resolved. The reporter considered complication of device insertion, depression, device breakage, device dislocation, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, nausea, ovarian cyst ruptured, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2011: results: essure device had migrated. Diagnostic results: on (B)(6) 2010 patient had surgical pathology report resulted in uterus, cervix, hysterectomy: - uterine serosa with serosal adhesions and small subserosal letomyoma (0.2 cm in largest diameter). - secretory endometrium. - endocervix with mild chronic cervicitis. - ectocervix unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporter information updated. Event: punctured my colon was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated'), fallopian tube perforation ('perforation: fallopian tube(s)'), uterine perforation ('uterine perforation'), device breakage ('device breakage'), large intestine perforation ('punctured my colon') and ovarian cyst ruptured ('ruptured ovarian cyst') in a 37-year-old female patient who had essure (batch no. R02553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included multigravida. Concomitant products included atorvastatin, fluoxetine hydrochloride (fluoxetin), indometacin and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device /migration of essure device location of device: left cornual segments of the uterus"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), diplopia ("double vision") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and on (B)(6) 2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, large intestine perforation, genital haemorrhage, ovarian cyst ruptured, complication of device insertion, menorrhagia, depression, migraine, headache, dizziness, dysmenorrhoea, device expulsion, vaginal discharge, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, nausea, dyspareunia, vision blurred and diplopia had resolved. The reporter considered complication of device insertion, depression, device breakage, device dislocation, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, nausea, ovarian cyst ruptured, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2011: results: essure device had migrated. Diagnostic results: on (B)(6) 2010 patient had surgical pathology report resulted in uterus, cervix, hysterectomy: -uterine serosa with serosal adhesions and small subserosal leiomyoma (0.2 cm in largest diameter). -secretory endometrium. - endocervix with mild chronic cervicitis. -ectocervix unremarkable concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("doctor implanted only one essure device"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (on (B)(6) 2011 diagnostic laparoscopy; on (B)(6) 2011 hysterectomy ). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2011: essure device had migrated incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.